Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Healthcare provider called and reported "the physician used a "lactated ringers" solution instead of saline so the physician had to take the implant out and use another implant." This record is for an unknown side.